Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on (B)(6) 2010 and performed to specification up to (B)(6) 2015. The data obtained from the device showed evidence of manual power-ups of ten minutes duration occurring between (B)(6) 2015 and (B)(6) 2015. The pad-pak became deleted during this time and a further pad-pak was installed. The device records manual power ups of less than one minute duration on (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The green status led was found to be constantly lit between flashes, this is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.